Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had acute pain, and stated that her legs had gotten worse. The patient had orthopedic surgery the prior (B)(6) and had rods and screws implanted into her back. The patient reported that the patient got a blister on her hip after having the recharger on overnight. The patient stated it had burned her ¿butt.¿ the patient was unsure if she was charging or if she only had it on. The blister healed.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 37742, serial# (B)(4); product type programmer, patient product ID 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).